Event description:
The customer reported that their unit exhibited cidex opa leak. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the unit had a leak coming from around the main pump area. The fse checked all hoses and connections and tightened all and tested unit several times. The system was found to manufacturer specifications.